Event description:
(B)(4). It was reported that following a coronary artery drug eluting stenting treatment procedure the patient experienced chest pain. The index procedure treated a 90% stenosed, 2.75x12mm lesion located in the first obtuse marginal (om1). Treatment consisted of predilation and placement of a 2.75x20mm study taxus express2 stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on aspirin and clopidogrel. In (B)(6) 2010, the patient was hospitalized with chest pain. Angiography was not performed and the patient was treated with sublingual nitroglycerin. The patient was discharged one day later. The physician assessed the relationship of this event to the study device as possible.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).